Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient identifier, date of birth, age, sex, gender, weight, race, and ethnicity were not provided. Section d.2b: procode is krd/hcg. Section e.1: the initial reporter phone is not available / reported. The complaint device was returned for evaluation and analysis. The investigation finding is documented below. Investigation summary: a non-sterile 1.50mm x 4.00cm galaxy g3 mini was received contained in the decontamination pouch. Visual inspection was performed. The core wire was noted to be kinked and protruding from the introducer. The re-sheathing tool was inspected under the microscope. It was observed to be broken in two pieces. The coil was noted to be severely stretched and protruding from the introducer. The resistance heating (rh) coil showed evidence of having been already heated. No other damages were found in the device. The damages noted in the re-sheathing tool and core wire components prevented the device from being unsheathed and based on this, the issue documented that the device failed to be re-zipped can be confirmed. With the information available, the root cause of such damages cannot be conclusively determined. There could be other factors that may have contributed to the issue encountered during the procedure. There is no indication that the issue reported in the complaint is a result of a defect inherently related to the device. The stretched condition of the coil was not originally reported in the complaint and the exact time when this condition occur cannot be determined. Coil stretching is a known potential issue associated with the use of this device; stretching can occur during procedure handling where force may have been inadvertently applied. The instructions for use (IFU) provides proper handling instructions for the device to prevent such issues from occurring. There is no indication that the issue reported is a result of a defect inherently related to the device. A review of manufacturing documentation associated with this lot (30719521) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no nonconformances related to device manufacture or inspection. As part of cerenovus quality process, all devices are manufactured, inspected, and released to approved specifications. It should be noted that multiple factors could cause product failure. The instructions for use (IFU) does contain the following recommendation: do not fasten the rotating hemostasis valve (rhv) valve too tightly around the introducer sheath since excessive pressure may cause damage to the introducer sheath and / or the microcoil as it is advanced into the infusion microcatheter. Additionally, if the introducer tip and microcatheter hub are misaligned, damage may occur to the microcoil as it passes through this transition. Based on the manufacturing documentation review, there is no indication that the event is related to the device manufacturing process. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that during an endovascular embolization procedure, during the attempt to re-sheath the complaint coil, a 1.50mm x 4.00cm galaxy g3 mini (glm915040 / 30719521), the introducer failed to be re-zipped. Multiple attempts to obtain additional information related to the procedure and the reported device issue were unsuccessful. If additional information is received at a later date, this file will be updated accordingly. The complaint device was returned and received on 11-jun-2024. Based on the result of the product analysis completed on 10-jul-2024, the reported issue meets usfda reporting criteria under 21 cfr 803 as a "malfunction."